Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Sample has been evaluated and observed a loose black dirt on the thumb area of the left-hand side glove. Therefore, this complaint was confirmed related to supplier issue. There was an existing (B)(4) that has been issued to the supplier for further investigation. A potential root cause for this failure mode could be defect contributed by vendor. A review of the device labeling has been conducted for investigation purpose. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a black spot stain was found on the left glove, so the health professional refrained from using it.

Event description:
It was reported that a black spot stain was found on the left glove, so the health professional refrained from using it.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.